Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It's been reported ongoing intermittent occlusions have occurred. The customers husband took her to the emergency room with a blood glucose of 600 mg/dl with high ketones that were identified as dangerous. Multiple attempts were made to follow-up with the customer, however no response was received. The customer reverted to an alternate method of insulin therapy and a replacement pump was sent to address the occlusions.